Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the surgeon stated that half of the er320 clips either did not hold in the jaw or did not completely form. After firing all the clips from this device, a second er320 was opened to complete the procedure. It was reported the unformed clips were removed.